Event description:
It was reported that during the implant procedure, the lead dislodged due to the patient's anatomy. The lead was replaced with a new lead which was implanted. An additional lead had high thresholds at implant. That lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.